Event description:
It was reported to novo biomedical that a consumer received a result of "hi" (greater than 600mg/dl on their blood glucose meter. The consumer performed an add'l four more tests getting results of "hi" again with each test. The consumer treated herself with insulin and experienced an hypoglycemic event which did not require any medical intervention. The meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.